Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 21-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 31-jan-2018 with the following findings: a review of the black box showed evidence of a short battery life by a call service 177 alarm due to drastic voltage drops. The battery compartment and cap were undamaged and fit securely. The rewind, load, and prime steps were performed successfully. All currents were above specifications. The battery life complaint was duplicated. The pump cover was removed to find an intermittent condition to the continuous glucose monitoring module due to a cold solder connection at the inter-board gold pin. All current readings returned to specification after the continuous glucose monitoring module flex was unplugged from the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.